Event description:
Resporinics service technician reported while performeing an extended self test (est) on the ventilator, the blower stopped running. He powered the unit off and back on the unit went vent inop. Vent inop, when in use, will stip providing ventilator suport to the patient.